Event description:
Genesys hta procerva malfunction 4 times into procedure. Machine alarmed and screen read cassette malfunction. The machine began to count down again from 10 minutes. It slowly cooled from 95 to 84 degrees. Once the 10 minutes time down, the machine signaled to remove sheath. The procedure was aborted. Cassette saved for manufacturer investigation.